Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2015-05094. Follow-up/further information gathered revealed the patient lost adequate coverage due to both leads migrating. As a result, the patient underwent surgical intervention. Both leads were explanted and replaced. Also, both replacement leads were placed at the original lead location. Effective therapy was restored post-op.

Manufacturer narrative:
Conclusions code:sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2.reference MFR. Report#: 1627487-2015-05094.it was reported the patient plans to undergo surgical intervention due to a fall that in turn caused lead migration.

Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.